Event description:
The initial reporter alleged discrepant results were generated using the kit s201 t-scrn mpx v2.0 96t us-ivd on the cobas ampliprep instrument during pooled testing. The customer reported a reactive result for a pool of 6 samples (pp6) with an hbv target cycle threshold (CT) value of 34.4 and an internal control (ic) CT value of 36.7. Subsequent testing of a single sample (pp1) from the pool generated a reactive hbv target CT value of 31.3 and an ic CT value of 35.2. Serology testing for hbv on the same samples was negative. It is unknown whether the blood bag associated with these samples was released.

Manufacturer narrative:
A review of the provided batch run data confirmed that the internal controls, as well as the positive and negative controls, were valid and within specification. The observed results were consistent with the detection of low-titer hbv dna in the samples. Potential causes for the observed discrepancies include true positive results due to early window period, contamination of the initial testing replicate, or of the blood draw itself. The kit is working as intended and no product problem is suspected.